Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited atrial farfield sensing of ventricular events, resulting in pacing inhibtion. Measures were attempted to avoid the oversensing, but were not successful. The device was explanted and returned.